Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose level was approximately 176 mg/dl. During troubleshooting with tandem technical support, the issues were resolved.